Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time had been inaccurate and one hour ahead of the actual time. The technical support specialist (tss) had corrected it to central standard time (cst) using command promptcmd), resolving the issue. The system functioned as intended after the technical support specialist investigated the device. E.1.initial reporter facility: (B)(6) .

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time had been inaccurate and one hour ahead of the actual time. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.